Manufacturer narrative:
Product analysis: analysis of the external pulse generator (epg) confirmed the customer comment of error code on display and two errors were noted with main printed circuit board (pcb) found to be out-of-specification electrical and backlight issue, connector on main pcb. It was further noted that the main pcb and display flex were contaminated, j47 and encoder assembly were broken and hanger assembly was out-of-specification mechanical. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an error code was displayed on the external pulse generator (epg) and when it was returned for service it subsequently tested out-of-specification during manufacturer's analysis. There was no patient involvement.